Manufacturer narrative:
B3: event date is unknown. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient was at an MRI appointment for a scan of their pelvis but did not have the programmer with them. The healthcare provider (hcp) reported the patient said the ins did not work anymore and "should be turned off." The hcp added that the patient said they had a procedure where an ablation was done and the patient was told that "it is not functioning."